Event description:
Caller reported that intermittently tandem mobi pump battery would not charge despite using the recommended charging equipment. There was no adverse impact to the customer's blood glucose level. Customer support arranged for a replacement pump. Reportedly, the customer continued to use the pump for insulin therapy.